Event description:
It was reported that the manager of the 2n intensive care unit (ICU) called to ask the recommendations when blood is in the gas line. The manager stated she is not sure when this happened; there have been no recent alarms on the pump. Per the manager, they found this after night shift came on. The manager noted a "decent amount" of flecks half-way down the gas line tubing. The pump was still pumping fine, waveforms look good. The patient was stable. According to the manager, they called the cardiologist on call and he instructed them to decrease the ratio to 1:2. The manager thought they needed to stop pumping. The clinical support specialist (css) confirmed with the manager that they did need to immediately stop pumping, clamp the tubing and disconnect from the pump. The css explained how expensive repairing the pump can be if blood gets inside the pump. The css also discussed that the intra-aortic balloon (iab) must be removed asap and within 30 minutes or clots may form on the outside of the iab. The manager stated the cardiologist is in house for a code right now and felt she may have issue convincing him to remove the iab. The css further explained the risk of continuing to pump and the catheter becoming entrapped. The css discussed that this may already be an issue since the leak appeared to have occurred some time ago. The css discussed with the manager that there were likely alarms when the leak first occurred, but the hole may have clotted over and the alarms then stopped; however, blood is inside the catheter and clotting. The css gave the manager her direct number to call if the doctor wanted to speak directly to the css. The css also told the manager that she would call her back and check on their progress. At 0009 est the css called the manager back and was told that the cardiologist on call did not want to remove the iab, so the manager called the patient's cardiologist who insisted on removal. The doctor is now at the bedside attempting removal. During the conservation between the css and the manager the doctor could not remove the iab and called vascular. The css asked the manager who the css could call to follow up with and make sure that the removal was done. The manager gave the css the night shift charge nurse's (nscn) number. At 0107 est, the css called and spoke to the nscn. The nscn stated that they had to take the patient to CT. The vascular surgeon wanted to get a better visualization prior to attempting removal. The css asked the nscn if he could follow up with the css when the patient returned to the ICU. At 0622 est the nscn stated that the patient went to the operating room (or) at 0230 est. The surgeon did a laparotomy to remove the iab catheter and actually had to cut a portion of the iab to get it out; it was sent to pathology. The patient returned to the unit at 0620est and was stable with no known complications. They did not reinsert a catheter. At 1000 est the css emailed the manager and reminded her to have the pump checked out by biomed and verified the patient is still stable.

Manufacturer narrative:
(B)(4).